Event description:
It was reported that the pin of a reflex hybrid temporary fixation pin broken off of the instrument during cleaning outside of the or. There was no associated procedure with this event, therefore, no adverse consequences to any patients or surgical delays were seen.

Manufacturer narrative:
Field d4 has been corrected from '189890' to '180890'. A visual inspection was performed, it was observed that the fixation pin is fractured at the shaft as reported. Device and complaint history records were for this lot were reviewed, no relevant manufacturing issues or similar complaints were identified. This device was manufactured in 2018, over 4 years ago. The reflex-hybrid surgical technique warns users to load the pin into the quick release pin inserter when inserting it. It is advised to place 2 pins diagonally from one another to stabilize the plate however excessive pivoting or angulation on the pin inserter should be avoided. The plausible root cause of the reported event could not be determined conclusively as it is unknow how/when the device fractured. Factors that may have contributed to fracture: normal wear and tear, hard bone quality of the patient, applying too much compressive torque on the inserter, not using the fixation pin inserter, or inserting the pin at an angle outside the specified range could lead to the failure mode of the device.

Event description:
It was reported that the pin of a reflex hybrid temporary fixation pin broken off of the instrument during cleaning outside of the or. There was no associated procedure with this event, therefore, no adverse consequences to any patients or surgical delays were seen.